Event description:
Subsequent to the initial MDR, additional information is available

Manufacturer narrative:
(B)(4) b5: describe event or problem ¿ additional, d: device identification - additional, g3: date received by manufacturer - additional, h2: additional information, h4: device mfg date - additional.

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).